Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. Programming options were discussed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 330258 tele cordis competitor lead, implanted: unknown. (B)(4).